Event description:
Boston scientific received information that a red alert was detected through patient remote monitoring system for this right ventricular (rv) lead as it exhibited high out of range (oor) shocking lead impedance (sli). Additional information indicated that the shock vector was changed from triad to distal-can configuration. The sli was rechecked and was stable. The physician believed that the setscrew on the proximal/positive port was loose and planned to keep the distal-can configuration. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.